Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a premature ventricular contraction ablation procedure. Ten minutes into ablation the temperature on catheter was 16-19 degrees with no temperature error. The cable was changed and irrigation was checked during troubleshooting. The procedure was completed by exchanging that catheter, with no patient complications being reported.